Event description:
Customer reported that the return line had become completely disconnected and was pumping blood on the bed. Approx 5 seconds had passed before line could be reconnected. There was no alarm to indicate there was a disconnect. Device usage problem: device malfunction - that is, the device did not do what it is supposed to do.